Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Device return not expected. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
On 2/6/2023, it was reported by a sales representative via phone that an ar-8990st dx fibertak suture anchor had an issue. During a lateral collateral ligament procedure for an elbow on (B)(6) 2023, when the surgeon inserted the anchor, the suture would not slide, and he was not able to tie a knot to his standard. The anchor was removed in one piece and nothing broke inside the patient. He used another ar-8990st dx fibertak suture anchor with a different lot number 14967850 to complete the procedure successfully with no impact to the patient. The device was discarded, and no pictures were taken.